Event description:
It was reported that, after approximately 30 kj "excessive fiberlife" was noted. The doctor attempted to use another fiber and quickly received the same message. The procedure was completed using an alternative procedure (turp). No injury to patient/user reported.

Manufacturer narrative:
System analysis/service repair on march 09, 2015: the reported ¿fiber life excessive after approximately 30kj¿ issue could not be reproduced and no failure was found. The system was tested and verified to be within specifications.